Event description:
A caller reported an issue with a continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, after which the error code did not reappear and the sensor session was started successfully.